Event description:
I had breast implants 16 years ago and for about 5 years I have been suffering from cysts, according to the tests that I have done. I have some drained, they came up negative for cancer cells, but I still have the symptoms. Breast pain for weeks, burning nipples, I can still feel the cysts and one of them can be seen on clothing. I read the article where just in september they published the relationship of breast implants with cancer in the long term and I still have all the symptoms. FDA safety report ID #(B)(4).